Event description:
Onset of left peristernal, substernal pain 6/7/94. EKG negative. Examined for 5-year check-up post bilateral modified mastectomy for bilateral breast cancer stage I diagnosed 6/19 and 8/31/89. Chest x-ray showed mass on lateral view, ugi-some reflux, gi ok. CT and MRI done. No gross rupture of either implant noted. Left internal mammary lymph node chain showed 4 1/2 cm long mass (2.5 x 1.6), enlarged nodes. Fine needle aspiration biopsy 6/22/94, revealed silicone and refractile bodies. Pt consulted experts and literature and in view of small sample fna in a pt with prior breast cancer, elected to have the nodes removed surgically as well as the silicone saline implants and to replace with saline. Pt very anxious as very little info in literature concerning "silicone bleeding" into internal mammary chain and original intraductile infiltrating carcinoma in mdial (l) breast. She consulted several drs and no one had seen this, so she consulted another dr who arranged for a thoracic surgery and plastic surgery consult. Pt experienced an 8-hour operation with thorascopic removal of 3 large left internal mammary nodes, capsulotomy and removal of silicone/saline implants and insertion of saline implants. Pathology consult revealed molecules of saline throught nodes. Over the last year rptr has experienced raynaud's phenomenon both hands, swelling of joints 1-2 finger right hand, pretibial edema, myalgias and increased deep tendon reflexes, fatigue, oral ulcers and petechial areas in skin. She is currently 50 days post-op from major surgery she didn't need to have because of a product that hse feels was not adequately tested before used in women.